Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the reason for revision was that the patient¿s pre-existing pain was not relieved by the scs system. The patient will undergo a procedure where the physician will add more leads and the ipg will be replaced to accommodate the additional leads. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.